Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil prematurely detached inside the microcatheter. The coil was removed from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.